Event description:
Customer reported to beckman coulter, inc (bec) that the needle bellows of the coulter lh 750 hematology analyzer was not draining. Customer reported that there was diluted blood on the stripper plate and on stopper vials. Customer reported that the leak was contained within the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed rubber stopper debris which was plugging the drain line of the differential mixing chamber.

Manufacturer narrative:
(B)(4).